Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was observed to be jumping. Reportedly, the battery dropped from 65% to 20% suddenly. In addition, the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump was able to be charged with a different wall adapter. The customer's blood glucose was 111 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery jump malfunction could not be evaluated due to damaged usb pins.